Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the cgm was displaying 200 mg/dl and the bg was 600 mg/dl. During this time, the patient was vomiting and was administered 10 units of insulin from their pump and the spouse called paramedics. The spouse could not recall what the cgm was displaying when paramedics arrived. The patient was transported to the hospital. At the hospital, the patient's bg was 650 mg/dl while the cgm was 275 mg/dl. The patient had diabetic ketoacidosis and continued to vomit and was unable to eat. The patient was give 7 units of insulin every hour and was given gatorade. The patient was admitted to the intensive care unit (ICU) and was discharged on (B)(6) 2024. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid when the patient was first symptomatic. He reported glucose values fall within the b zone of the parkes error grid when the patient was at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.